Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: the battery compartment was observed to be cracked above and below the grip pad. There was visible moisture and corrosion found in the battery compartment. A leak test failed due to battery compartment crack. The pump was opened; there was no moisture found. Unrelated to the complaint, the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was damaged. There was no indication of a power issue associated with the issue. The reporter confirmed that there was no damage to the battery cap and there was no moisture ingress related to the damage issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.